Event description:
Additional information was received and it was reported that the catheter was replaced with a new catheter. The old catheter was cut and left in.

Event description:
It was reported that patient was to have a catheter revision on (B)(6) 2013. Reporter had no further information in regards to reason for revision, patient symptoms and drug in the pump. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8 590-1, lot# n176675, implanted: (B)(6) 2009, product type: accessory. (B)(4).